Event description:
Boston scientific received information that this defibrillation lead was exhibiting shocking impedance measurements greater than 200 ohms when configured from svc coil to the device. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who stated they will reprogram the svc coil out of the configuration and will obtain an x-ray. The consultant recommended additional testing to confirm the integrity of the system. The caller stated the physician would inform us if testing and replacement is performed. No other adverse events have been reported. This product issue will be updated if additional information is received.